Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed multiple kinks along the sheath. The sheath is separated 65.6cm from the strain relief. The inner liner is separated 11.3cm from the tip. Microscopic examination revealed no additional damages. The handle was disassembled because the proximal end of the separation could not be seen. The proximal section of the inner liner appears to be missing as it could not be found after disassembling the handle. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there are multiple kinks and there is a separation.

Event description:
It was reported that shaft break requiring intervention occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left iliac artery. A 9x80x75 epic stent was advanced for treatment. However, it was noted that the shaft was bent and during removal of the device from the vessel, the stent delivery shaft with the mounted stent was broken in two. The device was completely removed using a snare and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was normal. It was further reported that the target lesion was located in left external iliac artery and the shaft break proximal end point part of the mounted stent. It was further reported that this event and the complaint device reported was the same in emdr 2134265-2021-12604.

Event description:
It was reported that shaft break requiring intervention occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left iliac artery. A 9x80x75 epic stent was advanced for treatment. However, it was noted that the shaft was bent and during removal of the device from the vessel, the stent delivery shaft with the mounted stent was broken in two. The device was completely removed using a snare and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was normal.

Event description:
It was reported that shaft break requiring intervention occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left iliac artery. A 9x80x75 epic stent was advanced for treatment. However, it was noted that the shaft was bent and during removal of the device from the vessel, the stent delivery shaft with the mounted stent was broken in two. The device was completely removed using a snare and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was normal. It was further reported that the target lesion was located in left external iliac artery and the shaft break proximal end point part of the mounted stent. It was further reported that this event and the complaint device reported was the same in emdr 2134265-2021-12604.